Event description:
It was reported that the ilet pump screen was cracked and became unresponsive, rendering the device unusable, with the patient unable to access anything on the pump; the patient did not know how the damage occurred, blood glucose remained in range, and the device will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user. Thank you for the information provided.

Manufacturer narrative:
Initial.